Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the glenoid component loosened 1 year after the primary surgery. The surgeon does not believe it is possible to revise the glenoid component due to poor bone quality. Therefore, he is recommending a revision to a hemiarthroplasty.